Event description:
Reportable based on analysis completed on 28-jun-2024. The returned device evaluation revealed a severed ultrasonic core. It was reported that this 135x50cm ekosonic endovascular device was selected for use in a bilateral deep vein thrombosis procedure. After placement of the catheter, it was noted that the catheter was forcefully pushed into the thrombus. Then a red w and white p alarm were observed. The catheter was left in place and the procedure was completed using the catheter as a standard infusion catheter. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 135x50cm ekosonic endovascular device was visually inspected. It was observed that the ultrasonic core (usc) cable was cut, and the infusion catheter (ic) was not returned. Additionally, it was found that the usc wire was severed at approximately 90cm from the luer barb, at the transition between the wire and ultrasonic treatment zone. The severed piece was not returned with the device. Functional testing of the complaint device was not possible because the ultrasonic core cable was cut. Analysis of the returned device noted that the reported alarms were likely the result of the broken usc wire; however, the alarms could not be confirmed.